Event description:
It was reported that the implantable cardioverter defibrillator delivered anti-tachycardia pacing (atp) and one inappropriate shock due to sensing of right ventricular (rv) lead noise. Some oversensing of atrial signals on the rv channel was also observed, along with double counting of some rv signals; however, these signals were appropriately blanked. Functional rv loss of capture was additionally present. Urgent lead assessment was recommended. The lead remains in service. It was additionally stated that the clinic was aware of the situation, and the patient was to be admitted to the hospital.